Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event.

Event description:
It was reported by customer that had several instances of the sentrinex dressing included in allpoints lifting. Patient's dressing had lifted and posed an infection risk. It was reported this occurred with three patients. This report addresses all three patients.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, have had several instances of the sentrinex dressing lifting. These are patients who are going home for home-infusions as well as patients sitting in the infusion center chairs for shorter infusions. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of dressing failed to adhere is confirmed; however, the exact cause is unknown. Eight photographs of a sentrinex dressing were returned for evaluation. An initial visual observation of the photographs showed two photographs of tape securing the dressings to the patient, and a collection of 6 photographs of what appears to be the dressing adhesion failing to adhere and skin condition. The photographs appear to be of four patients. The four distinct devices were observed to have various amounts of detachment. One patient¿s port needle was observed to be dislodged and tilted to one side as a result of the dressing failing to protect the device. All four dressings appeared to be applied as directed over the needle with no obvious cause of detachment found. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.